Event description:
A vns pt's explanted and generator and lead were returned to the MFR. Follow up with the pt's treating physician revealed that full revision surgery had been performed due to high lead impedance. Additionally, the pt had a fall in the last two months. After the fall, the pt experienced an increase in seizures which had returned to the prevns baseline levels. The physician believed the increase in seizures was due to the pt not receiving vns therapy. Nothing was observed during revision surgery. The explanted prod is undergoing analysis by the MFR.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.